Event description:
It was reported the rigid video scope presented external physical damage in tubing during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. The ccu (camera cable unit) plug of the video cable section has loose parts. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the fiber bonding in the outer tube area (distal end) is damaged and the ccu (camera cable unit) plug of the video cable section has loose parts. A definitive root cause could not be identified for the fiber bonding in the outer tube area (distal end) or the loose parts of the ccu (camera cable unit) plug of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.